Event description:
On (B)(6), 2009, a medtronic sales rep reported that dr. (B)(6) used the product on 3 patients at (B)(6). Two of the patients (both female) had pain postoperatively. The post-op events happened (B)(6) 2009. The first patient had "obstructive sinusitis from the remaining c-pak" at her 1 week post-op visit. This patient was treated with steroids, and dr. (B)(6) was able to remove most of the remaining product. He stated that she still has some remaining in her posterior ethmoids and frontal recess that he hopes he can remove in the office next week. All c-pak was removed and patient is fine. The second patient may or may not have been 100% compliant with irrigation. Dr. (B)(6) said that the product "turned into a rock" in the patient's nasal cavity 1 week post-op, and he was not able to remove it in the office. He had to take this patient back into surgery for removal. No product is remaining in this patient, and she is doing fine. Dr. (B)(6) stated that the remaining c-pak was causing "obstructive sinusitis". If it remained the patient probably would not have healed and symptoms would have persisted due to inflammation in response to the foreign body. Note" this MDR is for case two for the second patient.

Manufacturer narrative:
It was reported that the doctor used c-pak on the patient, (fess case) and the patient complained of pain post-op. In terms of irrigation, the doctor has his patient irrigate 4-6 times/day starting day 1 post-op. The patient may or may not have been 100% compliant with irrigation. The doctor said that the product "turned into a rock" in the patient's nasal cavity 1 week post-op, and was not able to remove it in the office. He had to take the patient back into surgery for removal. If it remained, the patient probably would not have healed and symptoms would have persisted due to inflammation in response to the foreign body. No product is remaining in this patient, and the patient is doing. Fine. No product sample returned for evaluation. The lot number of the product was not known; therefore a review of the manufacturing records was not possible as no lot number was provided. The c-pak cmc dissolvable nasal dressing is a sterile nasal dressing and sinus stent composed of crosslinked cmc (carboxy methyl cellulose) material; it is provided in a plastic pouch in a powder form and is hydrated into a gel immediately prior to use. The gel is eliminated 14 days with adequate hydration, or it may be suctioned or irrigated from the cavity earlier at the discretion of the physician. The c-pak is intended for use in patients undergoing nasal/sinus surgery as a space occupying stent to separate and prevent adhesions between mucosal surfaces during mesothelial cell regeneration in the nasal cavity; to help control minimal bleeding following surgery or nasal trauma by tamponade effect, blood absorption and platelet aggregation; and to help prevent lateralization of the middle turbinate during the post operative period. It is recommended that c-pak be used immediately after opening of the packaging; discard any unused portion of the device. Foreign body reaction may occur as with most surgical adjuvant treatments. The powder must be completely hydrated with sterile 0.9% sodium chloride (saline), prior to placement in the nasal cavity, to ensure elimination upon visible observation in 14 days. Inadequate hydration can lengthen elimination time. Any residual gel that has not dissolved or left the surgical site through normal outflow passages may be easily removed through gentle suction or irrigation.